Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 56 mg/dl compared to readings of 200 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Flex sensor was returned. Data was downloaded successfully. An extended investigation and visual inspection was performed on returned de-cased flex sensor, observed damage on the antenna trace that was visible under a digital microscope as well as a removed battery and capacitor on the pcba (printed circuit board assembly). The patch data that was extracted from the previous investigation. Hpqe (hardware product quality engineering) observed sensor state 8 (error_termination). The patch logs algo_error_terminate was observed when the glucose algorithm decides to terminate the sensor because of a dq (data quality) error. In this case, the dq error was sensor_signal_low which can occur when the sensor was removed from the body. The returned sensor was attempted to be scanned on the evm (evaluation module) however, the scan was failed. The damage observed on the pcba, and antenna was prevented the evm from communicating with the returned sensor thus smu (source meter unit), poise voltage and temperature test were unable to be conduct. It was determined that the damage on the pcba, which occurred during de-casing, was the reason for the returned sensor being unable to scan. Ultimately, this damaged antenna trace was prevented the evm and the returned sensor from communicating, thus further tests were unable to be conducted on the returned sensor. Therefore, this issue is unable to be tested. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 56 mg/dl compared to readings of 200 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Flex sensor was returned. Data was downloaded successfully. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation and visual inspection was performed on returned de-cased flex sensor, observed damage on the antenna trace that was visible under a digital microscope as well as a removed battery and capacitor on the pcba (printed circuit board assembly). The patch data that was extracted from the previous investigation. Hpqe (hardware product quality engineering) observed sensor state 8 (error_termination). The patch logs algo_error_terminate was observed when the glucose algorithm decides to terminate the sensor because of a dq (data quality) error. In this case, the dq error was sensor_signal_low which can occur when the sensor was removed from the body. The returned sensor was attempted to be scanned on the evm (evaluation module) however, the scan was failed. The damage observed on the pcba, and antenna was prevented the evm from communicating with the returned sensor thus smu (source meter unit), poise voltage and temperature test were unable to be conducted. It was determined that the damage on the pcba, which occurred during de-casing, was the reason for the returned sensor being unable to scan. Ultimately, this damaged antenna trace was prevented the evm and the returned sensor from communicating, thus further tests were unable to be conducted on the returned sensor. Therefore, this issue is unable to be tested. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Additional information: section d4 UDI has been updated, section h11 has been updated based on extended investigation results. All pertinent information available to abbott diabetes care has been submitted.